Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 461 mg/dl at the time of incident. The customer stated that they were unable to exit manual prime without no delivery alarm. The customer was unable to complete troubleshooting at the time of call. The reservoir will not be returned for analysis.